Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was attempting to use a nanocross pta balloon dilatation catheter to treat a severely calcified 100mm cto (chronic total occlusion-100%) in the left mid-distal anterior tibial artery. The artery had a diameter of 3mm and had little tortuosity. The procedure used a 7 fr non-medtronic 45 cm sheath and a 0.014" 300 cm non-medtronic guidewire. The balloon was inflated using a medtronic inflation device with 50/50 contrast hep/ saline fluid, as per the IFU. The device was prepped as per the IFU with no issues identified. The vessel was not pre-dilated. No resistance was encountered when advancing the device and the device did not pass through a previously deployed stent. No excessive force was used. It was reported that during the first inflation at 8 atm, the balloon burst occurred. The balloon was removed by withdrawing over the wire under fluoroscopy. The procedure was completed using a non-medtronic balloon. No patient injury was reported.